Event description:
Initial result for a pt albumin was 0 g/dl. When repeated, the result was 3.6 g/dl. The field service representative found the bearings required lubrication and adjustment. He repaired the instrument by adjusting and lubricating the bearings.